Manufacturer narrative:
.

Event description:
It was initially reported by the manufacturer representative that a patient required a medication reduction and catheter revision due to a fibrin sheath near the tip of the catheter. Follow up with the hcp indicated the catheter was withdrawn secondary to what appeared to be an occluding granuloma. The patient had no symptoms of withdrawal, only higher than normal residual volumes. The mass was diagnosed 10/22/2007 by MRI. The patient was treated by withdrawing the catheter 3-4 cm (from t7 to t9) in november. The drug used in the pump had been morphine sulfate 50 mg/ml at a dose of 19 mg/day which will be changed to fentanyl once the pump is restarted. The patient's current status is stable with the pump in place and filled with saline.